Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed a burnt power flex. The service technician replaced the power flex and issue was resolved.

Event description:
The customer reported model palmtop ventilator revel has pigtail removed from unit. The lemo connector also has burn marks. At this time, it is unknown if the unit was connected to a patient at the time of the reported malfunction.